Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. It had a minor scratched lcd window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm and the buttons were not responding. The blood glucose value was 340 mg/dl. The spouse did not recall any significant events leading to the alarm. The customer then stated that he was sitting on the device and then the alarm occurred. The device was returned for analysis.